Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys hcg+beta (hcg+b) assay and 1 patient's serum sample tested with elecsys troponin t hs (tnths) stat assay on a cobas 8000 cobas e602 immnoanalyzer (analyzer a) when compared to a different e602 immunoanaylzer at the same facility (analyzer b) and also compared to a different e602 immnoanalyzer at a different facility (analyzer c). Sample 1: hcg+b results obtained were: initial result: 58.365 iu/l (tested on analyzer b). 1st repeat result: 6.263 iu/l (tested on analyzer a). 2nd repeat result: 57.092 iu/l (tested on analyzer c). 3rd repeat result: 6.818 iu/l (tested on analyzer a). Sample 2: tnths stat results obtained were: initial result: 36 pg/ml (tested on analyzer b). 1st repeat result: 21 pg/ml (tested on analyzer a). 2nd repeat result: 23 pg/ml (tested on analyzer c). 3rd repeat result: 13 pg/ml (tested on analyzer a). No questionable results were reported outside the laboratory. The intial results from analyzer b were deemed to be correct. The results from analyzer a are in question.

Manufacturer narrative:
The hcg+b reagent lot number was 70917400 with an expiration date of 30-sep-2024. The tnths stat reagent lot number was 72612600 with an expiration date of 30-nov-2024. The field service engineer found the gear pump's pressure was low and adjusted it. The investigation determined that the root cause of the event was due to a gear pump misadjustment. The service actions (adjusting the gear pump head) resolved the issue. No further issues were reported afterwards.

Manufacturer narrative:
The investigation determined the event was due to a maintenance issue.